Event description:
It was reported the device was sent to the caller because it did not fire. A second device was used and the case was completed with no pt consequence. The device will be returned. The customer did not have specifics on the problem.

Manufacturer narrative:
Eval summary: the analysis results found that the device was returned with the blade scratched and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from externalcontact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. For this reason the following statements were included in the instruction for use: "scratches on the blade may lead to premature blade failure" and "avoid accidental contact with other instruments during use."